Event description:
Additional information received on 1/4/22, stated the patient passed away the end of 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident stroke and subsequent death remain unknown.

Event description:
During the procedure, the patient experienced a stroke. During an atrial fibrillation (af) procedure, using high-power short-duration (hpsd) ablation technique with drag, char formed at the tip of the ablation catheter which was pulled in during aspiration. The pump flow was 17ml, and it was determined that the flow was inadequate for the type of technique that was used during the procedure. At the end of procedure the patient presented with a m2 median cerebral stroke. The patient passed away on the end of 2021. A transesophageal echo (tee) was done prior to the procedure to rule out thrombosis. When asked about the flow during the procedure, the cas responsible stated 17ml was the correct flow. The person responsible only agreed that this was incorrect after being shown the package insert indicating the correct flow was 30 cc/min.

Event description:
One day post procedure, the patient experienced a stroke. During an atrial fibrillation (af) procedure, using high-power short-duration (hpsd) ablation technique with drag, char was noted at the tip of the ablation catheter via an ice catheter. The pump flow was 17ml, and it was determined that the flow was inadequate for the type of technique that was used during the procedure. The following day, the patient experienced a stroke.